Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery charged quickly and appeared to need recharging more often. Customer reported that adverse events were associated with the device but did not provide specific information regarding adverse events.

Manufacturer narrative:
(B)(6)2018. During follow up, customer reported that blood glucose was "good" during the event. There was no adverse impact to the customer. Adverse event removed 'other' removed serious injury changed to malfunction type of reportable event changed from serious injury to malfunction (B)(4).